Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery."

Event description:
It was reported that patient underwent a ucl thumb repair procedure that utilized soft anchors on (B)(6) 2015. During the procedure, the tip of the soft anchor's inserter was damaged. This was noticed after attempted insertion. The procedure was completed with competitor anchors.